Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the (B)(6) funeral and cremation services with a request for analysis. Information identified in the paperwork and online obituary indicated the patient died approximately eight months post implant of the crt-d. The cause of death was reported as ventricular fibrillation arrest. It was also reported that the device failed to terminate the arrhythmia with evidence of oversensing and undersensing.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334trg implanted: (B)(6) 2012; product ID 5076-45 implanted: (B)(6) 2003; product ID 7120 competitor lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.